Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer stated that the instrument is properly working and is back in service in the cardio-vascular intensive care unit (cvicu).

Event description:
It was reported by a nurse that during use, the cardiosave intra-aortic balloon pump (iabp) showed ¿maintenance required code #7¿. The machine was switched out for another. The first machine was tagged and sent to biomed. There was no patient harm and no adverse event reported.